Event description:
This system was removed due to pocket erosion and coag negative staph. There is no indication that the system was replaced. The hospital retained the devices. Should add'l info be received, this file will be updated.